Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided by the customer. The IFU for the epidural catheter, cz-05400-108a, rev. 2 was reviewed as a part of this complaint investigation. The IFU warns the end user: "warning: never tug or quickly pull on the catheter during removal from the patient to minimize the risk of catheter breakage." "Tape and secure catheter in place per hospital protocol. Precaution: avoid kinking when securing catheter in place." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot was provided by the customer. Therefore, the potential cause of the epidural catheter separation could not be determined based upon the information provided and without a sample.

Event description:
The catheter was found broken. The incident increased delay in managing postoperative pain with discomfort to the patient and a delay in returning to autonomy. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The catheter was found broken. The incident increased delay in managing postoperative pain with discomfort to the patient and a delay in returning to autotomy. There was no patient injury.